Manufacturer narrative:
The customer indicated the use of a qualified 20.0 diopter lens, handpiece and viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A buyer reported that during an intraocular lens (iol) implant procedure, an iol, which was folded in a cartridge, had a scratch on the edge of it. The iol was left in the patient¿s eye. There are 2 medical device reports associated with this event. This is report 1 of 2. Additional information has been requested.